Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6), 2007. Subsequently, the patient underwent a revision procedure on (B)(6), 2014 due to patient allegations of elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08567 / 08568).

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of medwatch 1825034-2014-08474 associated with patient (B)(4). This medwatch 1825034-2014-08568 is considered closed at this time.